Event description:
It was reported that a confused and agitated patient partially exited the kinair medsurg bed. According to a nurse (rn) at the healthcare facility, the patient was placed in the fowler position prior to the alleged incident. Although the incident was not observed, the nurse claimed that the kinair medsurg deflated and, upon entering the room, the patient was found with her right arm entrapped in the top right side rail (zone 4) with the rest of her body off the bed. An x-ray revealed that the patient had a fracture of the right greater tuberosity. The nurse reported that, due to the patient's co-morbidities and planned transfer to a hospice, the decision was made by the healthcare facility staff to not treat the fracture. Subsequent to this event, the patient was discharged to the hospice due to terminal illness and multiple organ failures, both were unrelated to this incident.

Manufacturer narrative:
According to a nurse (rn) at the healthcare facility, only one side rail on the right-side of the bed was in use at the time; both side rails were in the up position on the left-side. The nurse reported that no restraints were used with the patient. The kinair medsurg bed was returned to the kci service center on the event date. Evaluation of the device, determined that the CPR release lever and the foot manifolds were not operating within specification, both of which may have allowed air to escape from the kin air med surg cushions.